Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Purge pressure was elevated. The plan was to discontinue (d/c) heparin in the purge solution once flow exceeded 2.0 liters per minute due to concern for heparin-induced thrombocytopenia (hit). The patient¿s vasopressor support continued to increase, and disseminated intravascular coagulation (dic) was suspected. The patient then developed cardiac ectopy and subsequently progressed to asystole.